Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient not cleaning the exchange area prior to starting therapy and forgetting to place the unspecified cap on after therapy. The peritonitis was manifested by fever, stomachache, shoulder pain, diarrhea, vomiting, and cloudy effluent. The patient was not hospitalized for the peritonitis event. On an unreported date in the same month as the onset, the patient started treatment with cefazolin and an unspecified antibiotic (intraperitoneally, dosages and frequency not reported) for peritonitis. At the time of this report, the treatment with cefazolin was ongoing but treatment with the unspecified antibiotic was stopped on an unreported date in same month as the onset. The patient was also treated with tylenol (dose, route, duration and frequency not reported) for fever. At the time of this report, the patient was recovering from the peritonitis event. The pd therapy was ongoing. It was not reported if the patient was retrained on aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.